Manufacturer narrative:
Lot 16k051 was manufactured from october 28, 2016 ¿ october 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacture date from october 28, 2016 to october 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a strand of white fiber was observed in a large volume infusor. There was no patient involvement. No additional information is available.